Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. The consumer reported a loss of therapeutic effect and a return of bladder symptoms. It was indicated that the consumer might have turned the device off when checking the settings. During the call, it was determined that stimulation was not felt because the therapy was not on. The therapy was turned on and the stimulation issue resolved. Settings were decreased to a comfortable level since stimulation was too high. The patient was going to monitor symptoms on new setting. Additional information was received from a patient. It was reported the patient was having a shocking sensation when they had gas bubbles or urinated, and the therapy had not helped them since implant. The patient reported after they relieved themselves the shocking sensation went away. They adjusted their stimulation from program #2 at 4.3v to 3.7v. It was noted the trial helped but the implant did not. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that since the implantable neurostimulator (ins) was implanted, it had not helped with their symptoms ¿at all¿. The patient stated that they had seen their physician assistant (pa) 4-5 times for the issue. The mentioned that the trial was ¿so perfect it helped like a miracle¿ but was unhappy about how effective the implanted device had been. They were told the implant would be more effective than the trial.

Event description:
Additional information was received from a consumer (con). It was reported that the patient hadn't met further with their physician. The patient wasn't going to get help until (B)(6) 2017. The cause of not getting effective therapy was that they couldn't find the effective program that could help them. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.